Event description:
The pt reported that she removed the pod and the site was irritated and bled for two hours. She ended up going to the hospital for assistance to stop the bleeding.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to assess the product's condition. The reported symptom, excessive bleeding, is likely caused by infusion site selection, such as firing the needle mechanism into a vein. No qualification record review could be conducted because no product lot number was reported.